Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received rf pic failed selftest. The customer¿s blood glucose was 247 mg/dl at the time of incident. Customer reported that they were able to clear the alarm. Customer also reported insulin pump did not require rewind. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed self test and displacement test. No unexpected rf pic failed selftest alarm noted during testing.